Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No further information is available. How was the procedure completed? No further information is available. Procedure name? No further information is available. No further information will be provided. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture had been attached to the needle when opening the package, but the needle was detached from the suture after putting 1st stitch. It was not a control release needle. The operation time was extended within 30 minutes. There were no patient consequences reported. Additional information was requested.